Manufacturer narrative:
(E1) initial reporter address 1: (B)(6).

Event description:
Promus premier china registry it was reported that the patient died. In (B)(6) 2019, the subject was referred for cardiac catheterization as per promus premier china registry study. The target lesion was located in the distal right coronary artery (rca) with 90% stenosis and was 34 mm long, with a reference vessel diameter of 2.78 mm. The target lesion was treated with pre-dilation and followed by the placement of a 2.75 mm x 38 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 10%. Five days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject died, and the primary cause of death was coronary atherosclerosis cardiopathy. At the time of event, the subject was on aspirin and clopidogrel. There was no action taken to treat the event and it is unknown if an autopsy was performed.